Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2015; 4968 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was something wrong with one of their leads. Follow up yielded no further information. All of the patient's leads remain in use. No patient complications have been reported as a result of this event.